Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The customer reported changing the sensor and one hour later received change sensor error. The customer stated changing the sensor and found the cannula was missing. The customer did not troubleshoot the issue. The sensor will not be returned for analysis.